Manufacturer narrative:
Initial.

Event description:
It was reported that a user's blood glucose rose to 376 mg/dl while using the ilet system, and engineering logs showed no meal announcements preceding the event. Customer care support provided education on meal announcements and managing lows related to missed or improper announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for customer support intervention and user retraining. Investigation included review of device engineering logs and customer communication. Investigation of this case revealed no device malfunction and indicated user-related use error related to missed meal announcement as the precipitating factor for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error.